Event description:
It was reported that the customer's insulin pump was alarming. His blood glucose was unknown at the tie of reporting. After changing his reservoir and infusion set, the issue appeared to be resolved. The reservoir is being returned. No additional information was reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.